Manufacturer narrative:
(B)(4). D6a : implant in 2015. G2: foreign report source UK. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that the patient approximately 10 years post-implantation experienced persistent pain, swelling, and restricted bending, with concern for collapse of the knee construct and anticipated need for revision was planned. The doctors say is caused by the breaking joint. Attempts have been made and no further information has been provided.